Event description:
It was reported from the neonatal intensive care unit (nicu) that an infusion of fentanyl 200 mcg in 20ml of normal saline was programmed to infuse at 0.2 mcg/kg/hr. However, it was noted that the rate was changed to 6 mcg/kg/hr. There was no patient harm.

Manufacturer narrative:
The report of a rate change was confirmed in the syringe module event log; however, the change appears to have been initiated by a user. The syringe module event log shows syringe module was initially programmed to infuse at a rate of 0.204ml/hr with a vtbi of 18.635ml at 4:14 pm on (B)(6) 2020. Then at 4:21 pm, the device was programmed to infuse at a rate of 6.12ml/hr with a vtbi of 18.614ml and then at 6:56 pm, the device was again programmed to infuse at a rate of 0.204ml/hr (vtbi = 2.7252ml). The pcu event log was requested to determine the specifics regarding the rate change; however, the log was not provided a review of the device error logs found no errors during the time of the reported event. The syringe module was not returned for investigation. The root cause of the reported unintended rate change was identified as due to programming; the syringe event log shows the rate change was made by the user. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of (B)(6) 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned two times for service. The first in (B)(6) 2016 for the 2015 syringe split nut recall (recall was completed and the rear case, top disc holder and internal frame, and iui connectors were also replaced. The second time was in (B)(6) 2018 for the pca gripper recall (the lower housing, front cover, keypad, rear case, top disk holder, lens indicator, barrel clamp, right iui connector, flange gripper and tube drive arm were all replaced and calibration was performed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. No devices received, log review only.

Manufacturer narrative:
Correction: b5, h6 additional information provided: a1, a2, a3, a4, b7 admitting diagnosis: bronchopulmonary dysplasia race and ethnicity: hispanic relevant history: sedated with fentanyl due to tracheostomy on high ventilator settings

Event description:
It was reported from the neonatal intensive care unit (nicu) that an infusion of fentanyl 200 mcg in 20ml of normal saline was programmed to infuse at 0.2 mcg/kg/hr. However, it was noted that the rate was changed to 6 mcg/kg/hr. There was no patient harm.

Manufacturer narrative:
Therapy date (B)(6) 2020. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the rate of fentanyl changed from 0.2 mcg/kg/hr to 6 mcg/kg/hr. Although requested, no additional information was provided.